Manufacturer narrative:
Guide catheter broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreas on (B)(6) 2014. According to the complainant, during the procedure, while deploying the stent, the guide catheter broke and got stuck inside the stent. The detached part of the catheter was successfully removed using biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation found out that the guide catheter was detached. The guide catheter remnant was kinked at approximately 7cm from the distal end, and measured approximately 23.1cm long. An examination of the detached end of the guide catheter reveals that the guide catheter appears to have been pulled forcefully from the guide catheter/pull wire cannula. It was also noted that the pull wire to guide catheter cannula was displaced/dislodge outside the push catheter and had cut open the push catheter in a linear fashion, proximal to the guide wire ramp, and was likely due to excessive force being applied to the pull wire. The pull wire was also noted to have been kinked and bent. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a flexima rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreas on (B)(6) 2014. According to the complainant, during the procedure, while deploying the stent, the guide catheter broke and got stuck inside the stent. The detached part of the catheter was successfully removed using biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event.